Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. Patient codes: 1710 labeled 1914 labeled . Device codes: 1467 labeled 1528 labeled 2578 labeled. 2923 labeled 2017 labeled . Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. It was then necessary to retract the 2.25 x 12 mm xience prox stent; however, the stent became stuck with the guide wire and the patient stated that they had angina pectoris. The patient was treated with paspertin, morphine and noradrenaline due to hypotension. Then it was noted that the 2.25 x 12 mm xience prox stent dislodged from its stent delivery balloon. The stent could initially not be found, but the physician believed that it was not located in the second diagonal branch. Therefore, the guide wire was retracted into an unspecified guiding catheter, and an unspecified small bdc was advanced in an attempt to remove the lost stent. After a while, the lost stent was found in the lad by the second diagonal branch where the other implanted stents were. Another attempt to recover the lost stent was made with a non-abbott guide wire and post-dilatation of a 1.25 x 10 mm non-abbott balloon catheter. However, these attempts failed including an attempt to appose the stent with a 3.0 x 12 mm xience prox stent. Therefore, two further post-dilatations were done with an unspecified 1.25 x 10 mm bdc and a 2.0 x 10 mm non-abbott bdc at 12 atms. The 3.0 x 12 mm xience prox stent was then able to appose the 2.25 x 12 mm xience prox stent to the vessel wall at 14 atms, by overlapping it. Further dilatation of the two stents was done to fully appose them. Dissection due to the 2.25 x 12 mm non-abbott bdc was still noted, but timi 3 flow was achieved. Additionally, nitroglycerin, mcp, heparin and plavix were administered to the patient. No additional information was provided.

Event description:
It was reported that the procedure was to treat the mid left anterior descending artery (lad) that had 70% stenosis. An unspecified guide wire was advanced without any issues. Then, pre-dilatation was done with a 2.25 x 12 mm non-abbott non-compliant balloon dilatation catheter (bdc) at 18 atmospheres (atms). A dissection was then noted in the lad; therefore, a 2.75 x 15 mm xience prox stent was implanted at 10 atms in the distal part of the lesion. The dissection was still present; however, the patient did not show any symptoms; therefore, the distal dissection was not treated further. An unspecified guide wire was then advanced towards the second diagonal branch which was 80% stenosed. Pre-dilatation was done with a 2.0 x 12 mm non-abbott non-compliant bdc. A small dissection was then noted in the second diagonal branch. Therefore, a 3.0 x 18 mm xience prox stent was implanted overlapping the 2.75 x 15 mm xience prox stent and another unspecified stent which was implanted in a previous procedure one month before. Afterwards, a non-abbott guide wire was advanced through the stent struts in the second diagonal branch, and post-dilatation of the 3.0 x 18 mm xience prox stent was done with a 2.0 x 12 mm non-abbott non-compliant bdc. An attempt was made to advance a 2.25 x 12 mm xience prox stent, but it could not cross through the 3.0 x 18 mm xience prox stent. Therefore, further dilatation was done with a 2.0 x 12 mm non-abbot bdc. The 2.25 x 12 mm xience prox stent was then able to cross the previously implanted stent; however, the guide wire became dislocated in another side branch. (Continued in h10)

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position (guide wire) and difficult to remove (guide wire) were not confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience pro x, everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In addition, it was reported that the distal stent passed through the proximal stent during implantation. It should be noted that the xience pro x, everolimus eluting coronary stent system instructions for use (states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. The reported patient effects of angina and hypotension are listed in the xience pro x, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) and difficult to remove (guide wire). The reported physical resistance and stent dislodgement appear to be related to the use errors. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the reported foreign body in patient appears to be related to the circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, pre-dilatation was done with a 2.5 x 12 mm non-abbott non-compliant balloon dilatation catheter (bdc) at 18 atmospheres (atms). The 2.25 x 12 mm xience prox stent was apposed in healthy tissue. No additional information was provided.